Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) would not communicate with a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt does not communicate with monitor) has been confirmed. Upon investigation, the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an open front pulse wire in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wire could not be positively identified but was likely excessive force. No adverse event resulted from the open wire.